Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the wrench was broken off in the setscrew slot and all seal plugs were missing. After the device was cleaned, the wrench fell out allowing for setscrew testing. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a device replacement procedure, the setscrew was stuck. The setscrew was not able to loosened with the torque wrench or the wrench kit. Therefore, the header was broken in an attempt to remove the lead. However, the lead was unable to be removed and was severed. As a result, the lead was surgically abandoned. A new device and lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.